Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap exhibits cratering at the output area; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the glass cap exhibits devitrification at the output area; the bevel edge appears in good condition. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure,"the fiber beam forwarded unexpected way." Time expended: 46 minutes; max power: 80w; joules used: 251,886. The fiber was cleaned during the procedure. The procedure was completed using the same surgical fiber (no second fiber was used). Patient outcome: "no injury." There was no patient injury reported.